Manufacturer narrative:
(B)(4). D10. Femoral head 12/14 taper 36 mm diameter +0 mm neck length item# 802203602 lot# 3010464. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial hip replacement. Subsequently, approximately 3 years post implantation, underwent a revision due to pain and loosening. Stem and head were removed. Diligence is completed and no further information on the reported event has been provided.